Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was turned on prior to the start of the case and there was a controller failure alarm. The aic was turned off and then re-booted. The alarm persisted and aic was exchanged. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) controller failure (red alarm) has been completed. Data logs were reviewed which confirm that purge pressure sensor defective alarm was issued. The console was returned for evaluation. The purge sensor defective alarm controller error was not reproduced on initial boot up of the console in the lab. Inspection of the power of the purge pressure sensor revealed one of the voltages to be much lower than expected. When a known a good purge pressure sensor was swapped in, the voltage was up to specification. The console's imc logs confirm that purge pressure sensor defective alarm was issued as a failure mode. The root cause of the alarm was the defective purge pressure sensor.